Event description:
It was reported that the right ventricular (rv) lead had a lead warning due to low impedance and undersensing when in bipolar configuration. The lead switched itself to unipolar configuration where the measurements were within normal range. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).